Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged and stretched distally towards the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex (lcx) artery. A 24x3.00mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion and after several attempts were made, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex (lcx) artery. A 24x3.00mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion and after several attempts were made, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).